Manufacturer narrative:
No sample has been returned for evaluation; therefore, the condition of the product could not be verified. The finished goods consumable lot was manufactured with four valve entry component lots. A device history record review for each of the component lots was conducted. According to the device history record reviews, one lot was reprocessed for an anomaly that did not contribute to the customer complaint. The device history record review did not point to a root cause because the lot was reprocessed and the product was released in accordance with all product acceptance criteria. Three lots had no anomalies found based on the device history record reviews. No additional investigation is required based on device history. A complaint history examination indicates that this is the seventh complaint received against the trocar component lots for leaking. No sample was returned and the device history record review of the lot number provided indicated product was released according to the product¿s acceptance criteria, therefore the root cause for the defect experienced by the customer cannot be determined. Due to not being able to determine an exact root cause for this complaint, a specific action could not be assigned for the reported event. However, an investigation has been opened to improve the trocar valve performance. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the trocars have been leaking during the procedures. There is no known impact or consequences to the patient's involved. Additional information has been requested. The facility discarded the product samples; therefore, no samples are available for evaluation.